Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 23 mmol/l. Customer was treated with bolus by insulin pump. Customer stated that customer¿s blood glucose went from 10 mmol/l to 23 mmol/l. Customer declined troubleshooting for high blood glucose. Insulin pump will be returned for analysis.